Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/23/2019, that on (B)(6) 2018, a broken sensor wire occurred. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be determined. A root cause could not be determined.